Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received inside a medium sized hospital specimen jar, submerged in clear solution. Leaflets 1 (l1) and 2 (l2) were partially open while leaflet 3 (l3) appeared partially closed. All leaflets were slightly stiff yet flexible except where pannus and / or calcification extend from the inflow and outflow. Extrinsic calcification nodules were observed on leaflet 3 (l3) near the margin of attachment. Commissures 1 and 3 were intact. A thin layer of off-white pannus encapsulated commissure 2. From the inflow aspect, glistening off-white pannus adhered to the inflow crown tips extending to the luminal surface of the skirt up. From the outflow aspect, off-white pannus remained attached to the outflow frame adjacent to leaflet 3 (l3). Multi-focal tan pannus remained adhered to the abluminal surface of the skirt extending to the inferior coaptive area and back of commissure 2. A thin layer of pannus was noted on the outflow margin of attachment of all leaflets. Unknown amount of pannus may have been removed during explant. Multiple frame cuts were observed on the outflow crown and appear to be a result of explant. Frame damage appeared to be shear cuts likely caused by a sharp instrument used during valve explant. Additionally, two bends were noted on the frame cells adjacent to the cut points. Radiography revealed calcification on the leaflets of the returned valve. Conclusion: a device history record review could not be performed as the serial number was not provided. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. It was reported that approximately four years and four months following the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, a gradient of 38 mmhg was observed. The transcatheter valve and non-medtronic surgical valve were explanted. Gradient increase over time is typically related to patient factors such as, but not limited to, thrombus formation, calcification, patient pressures, and / or anatomical left ventricular outflow tract (lvot) obstruction, etc. In this case, the analysis of the returned valve showed calcification and pannus, which likely contributed to the increased gradient measurements noted. Regarding the observed pannus, a number of factors can affect the creation of pannus, including medications, peri-procedural injury, and pre-existing patient conditions. The presence of pannus and its rate of formation is largely dependent on patient condition. Calcification and pannus are known potential failure modes for bioprosthethic valves and largely dependent on patient condition. However, with the information available and no images to review, we are unable to conclusively determine the cause for this report. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and four months following the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, a gradient of 38 mmhg was observed. The transcatheter valve and non-medtronic surgical valve were explanted, and a new non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.